Manufacturer narrative:
Device evaluation summary: a sheath and stylette were in place on the device. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 29th and 30th distal stent wraps with struts raised and stretched. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used during a procedure to treat a lesion in the distal lad, exhibiting moderate tortuosity and moderate calcification. No damage was noted to packaging. It is reported that stent deformation occurred in vivo during positioning. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.